Event description:
On 03/11/1998 cochlear corporation received a request for an implant & instructions on how to return this pt's original implant. The caller was part of the hospital's administrative staff & had no info regarding the pt. Several requests for info were made. No info has been forwarded by the healthcare professionals. As the device analysis revealed the device had malfunctioned, an MDR is being filed at this time.